Manufacturer narrative:
A customer from outside the united states (ous) reported observation of elevated atellica im enhanced estradiol (ee2) results which were discordant relative to repeat testing. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating the issue.

Event description:
The customer reports observation of elevated atellica im enhanced estradiol (ee2) results which were discordant relative to repeat testing. Initial elevated results were obtained for five patient samples. The initial results were reported to the physician, who did not question the results. The same samples were repeated on an alternate atellica im analyzer and obtained lower results which were considered correct and issued corrected reports to the physician(s). There are no known reports of patient intervention, delay in reporting the results, or adverse health consequences due to this event.

Manufacturer narrative:
MDR 1219913-2025-00021 was initially filed on 16-jan-2025. Additional information (03-feb-2025): siemens healthcare diagnostics has concluded the investigation of the event. A customer from outside the united states (ous) reported observation of elevated atellica im enhanced estradiol (ee2) results which were discordant relative to repeat testing. Siemens evaluated the instrument data and the information provided by the customer. The calibration was valid, and the customer replaced a new reagent pack and ancillary packs from the same lot. Following this troubleshooting intervention, the issue appears to be resolved although a specific cause for this event was not identified. A product problem has not been identified. The customer is operational, and the reported issue was resolved by routine troubleshooting. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated.